Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter was found kinked during placement. Therefore, it removed and replaced with a new kit. No injury to the patient was reported.

Manufacturer narrative:
(B)(4), the customer returned one 2-l catheter and product lidstock for analysis. Definite signs of use were observed. Visual analysis revealed that the catheter contained two major kinks along the extrusion. One kink appeared as though the catheter body was pinched and the other was more similar to a bend. It was also noted that the distal end of the catheter was intentionally severed. The catheter kinks were located 75 and 160mm from the juncture hub. The overall length of the catheter body measured 231mm which is not within the specification limits of 612mm - 632mm per the catheter product drawing. This indicates that at least 381mm of the catheter was severed and not returned. The outer diameter of the catheter body measured 2.438mm which is within the specification limits of 2.36mm - 2.46mm per the catheter extrusion drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A lab inventory guide wire was advanced through the catheter and minor resistance was experienced at the kinked locations. The guide wire passed the undamaged portions with little to no resistance. It was noted by the customer that "the catheter was found kinked during placement." The damage did not appear consistent with undue force applied to the catheter unintentionally during insertion. Therefore , packaging r & d and the packaging facility were consulted as a part of this complaint investigation. They stated that the root cause cannot be confirmed (component interaction within the kit, misplaced catheter , excessive shipping/storage or other) without the packaging returned. The packaging facility also stated that the components are visually inspected when placed into the tray. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage.". The customer report of a kinked catheter was confirmed through investigation of the returned sample. The catheter contained multiple kinks along the extrusion. Despite this, the catheter passed all relevant dimensional and functional requirements. Packaging r & d and the packaging facility were consulted, and they stated that without the packaging returned, it cannot be confirmed when the damage occurred. Additionally, components are visually inspected during the kit packaging process. A device history record review revealed no relevant findings. Based on the customer report, sample received and feedback from r & d, the potential root cause cannot be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the catheter was found kinked during placement. Therefore, it removed and replaced with a new kit. No injury to the patient was reported.